Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Morphine overdose was reported. The patient complained of increased confusion, lethargy, and increased sleepiness approximately three hours after a refill. They had altered mental status, and they were hard to arouse. The patient was sent to the ER and was given narcan with good results. No alarms or stalls were evident, and the refill volume residuals were ¿spot on¿ according to the physician who refilled the pump. No changes in prescription or dose were noted. Troubleshooting included checking the logs, a CT scan, and blood work. The patient¿s status at the time of the report was alive with no injury. The medication infused was morphine. It was later reported that the patient had an appointment to see their managing physician. The date of the appointment was not specified.